Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure on (B)(6) 2011, the pedicle probe bent. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The investigation using the material and manufacturing documents revealed that the pedicle awl was manufactured according to the valid specifications and meets the ao/asif specifications and international standards. This is the first complaint received for this article. There is evidence that the awl was hammered in approximately 15 mm and then bent by 180 degrees (in the shaft) where excessive handling ultimately caused this damage.